Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 2 years. In the past 12 months the physician has used euphora rx 40 times and euphora rx (other intermediate sizes) were used. The following device complaints were encountered in procedure when using the euphora rx product over the last 12 months: 2 deflation difficulties were encountered which had no impact on the procedure. It was indicated that the euphora rx does not perform as expected in terms of the ability to deflate and withdraw the balloon catheter due to a delay caused by slow deflation of the balloon after high pressure dilation.